Event description:
The customer reported that during use of this drill, it got hot to the touch. The surgeon discontinued use and a backup device was obtained to complete the surgery without injury or significant surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation and confirmed the reported problem. During testing of the returned unit, it exceeded the temperature specification related to collet failure. The handpiece instruction manual provides the following information: prior to use, ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The customer is knowledgeable of pre-testing and monitors for heat during use of this drill.